Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a corroded electronic and motor assembly.

Event description:
The customer reported that she dropped the insulin pump in the pool. Troubleshooting was performed and the device had a blank display. No further information was provided.